Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge to set energy and took an extended time to charge energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device, multifunction cable (mfc) and 12 lead were returned to zoll medical corporation; the customer's report was duplicated and attributed to loosen battery contacts. The battery contacts were replaced to resolve the report. The battery used was not returned as part of this investigation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.